Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink paclitaxel set separated from the bottom of the drip chamber which resulted in a leak. This occurred in the chemotherapy suite while a nurse was priming the set with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A partial sample was received for evaluation; only the drip chamber was received. Visual inspection revealed that the drip chamber had separated from the tubing. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.